Manufacturer narrative:
Zimmerbiomet complaint (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 13mm (item # tsvb13) was received for investigation. Visual inspection of the as returned product identified fracture along the implant's crown as reported. The implant was returned unable to disengage from the irt it was connected to, but the unable to disengage event and returned irt are investigated separately in (B)(4) the reported device was located on an unknown tooth # and was used for approximately 14 years. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Information identified: applicable information can be found in the contraindications, warnings, and breakage sections. The complaint reported fracture of upper implant edge. Based on the evaluation, the complaint was confirmed a definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the tsvb13 implant fractured on the upper edge. The implant was removed.